Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil distal to the suture sleeve tie impression. The cause of external insulation abrasion was consistent with friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.